Event description:
It was reported, there was a loss of therapeutic effect. It was reported, the patient had a back operation again and the wire may have moved. Patient tried charging the previous day and patient had not been getting any relief. It was noted, the patient had had 6 back operations. Later that same day, it was reported by the health care professional that the patient had a loss of therapeutic effect. Initially the patient indicated that something was wrong with their battery to the health care professional but not with their stimulation. Patient had a back fusion on (B)(6) 2012 and was at a rehabilitation facility for recovery. The patient's stimulation was working but they thought the "battery pack" or the lead was shifted somewhat from where it was and the stimulation wasn't as effective as it was before surgery. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 39286-65 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).